Event description:
Customer discovered that ventilator stopped cycling on a patient and started to alarm. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out without patient injury. Ventilator was taken to the biomed department to be evaluated. The biomed discovered the flow transducer was defective. The biomed replaced the defective flow transducer, calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturers specifications. Ventilator was returned back to service.